Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that sheath broke after operator had ablated left pulmonary veins and was moving catheter to ablate the right pulmonary veins. Sheath was not being flexed or torqued when it broke. Broken sheath was removed from body. New sheath was opened and used for rest of case without complication. Patient was discharged on day of ablation procedure. The product is expected to return for analysis.